Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance of greater than 3000 ohms, noise and loss of capture at max output in the bipolar configuration. Rv pace impedance was 428 ohms, there was no noise and there was capture in the unipolar configuration. The rv configuration was reprogrammed to bipolar sense and unipolar pace, based on testing. Both the atrial and ventricular channels had switched to a unipolar configuration on different days. A fracture was suspected in both the right atrial (ra) and rv leads, but the ra lead could not be tested when the patient came into the clinic because the patient was in atrial fibrillation (af). The ra and rv leads remain in service. No adverse patient effects were reported. Additional information was received indicating the physician plans to upgrade the pacemaker system and replace any fractured leads. Currently, the pacemaker system remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance of greater than 3000 ohms, noise and loss of capture at max output in the bipolar configuration. Rv pace impedance was 428 ohms, there was no noise and there was capture in the unipolar configuration. The rv configuration was reprogrammed to bipolar sense and unipolar pace, based on testing. Both the atrial and ventricular channels had switched to a unipolar configuration on different days. A fracture was suspected in both the right atrial (ra) and rv leads, but the ra lead could not be tested when the patient came into the clinic because the patient was in atrial fibrillation (af). The ra and rv leads remain in service. No adverse patient effects were reported. Additional information was received indicating the physician plans to upgrade the pacemaker system and replace any fractured leads. Currently, the pacemaker system remains implanted. No adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced. The physician also elected to replace the device to optimize patient treatment. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were not within normal limits. Visual inspection showed deformed outer coils with both the ethylenetetrafluoroethylene (etfe) and outer insulation torn at the fracture site approximately 280 millimeters from the terminal end. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a fractured outer coil conductor approximately 280 millimeters from the terminal end. Fracture characteristics were consistent with clavicle/first rib damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance of greater than 3000 ohms, noise and loss of capture at max output in the bipolar configuration. Rv pace impedance was 428 ohms, there was no noise and there was capture in the unipolar configuration. The rv configuration was reprogrammed to bipolar sense and unipolar pace, based on testing. Both the atrial and ventricular channels had switched to a unipolar configuration on different days. A fracture was suspected in both the right atrial (ra) and rv leads, but the ra lead could not be tested when the patient came into the clinic because the patient was in atrial fibrillation (af). The ra and rv leads remain in service. No adverse patient effects were reported. Additional information was received indicating the physician plans to upgrade the pacemaker system and replace any fractured leads. Currently, the pacemaker system remains implanted. No adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced. The physician also elected to replace the device to optimize patient treatment. The ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance of greater than 3000 ohms, noise and loss of capture at max output in the bipolar configuration. Rv pace impedance was 428 ohms, there was no noise and there was capture in the unipolar configuration. The rv configuration was reprogrammed to bipolar sense and unipolar pace, based on testing. Both the atrial and ventricular channels had switched to a unipolar configuration on different days. A fracture was suspected in both the right atrial (ra) and rv leads, but the ra lead could not be tested when the patient came into the clinic because the patient was in atrial fibrillation (af). The ra and rv leads remain in service. No adverse patient effects were reported.